Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose and small amount of ketones. The customer's blood glucose was 200 mg/dl at the time of incident. The customer's blood glucose was 538 mg/dl at the time of call. The customer stated that they treated the high blood glucose by bolus. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and stated that they found that the infusion set had bent cannula. The customer mentioned no delivery alarm and was resolved by infusion set change. The insulin pump will not be returned for analysis.